Manufacturer narrative:
The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. The alarm trace did not contain a conspicuous event. A field service engineer (fse) cleaned small liquid droplets from the electrodes and the ion-selective electrode (ise) block and reseated all of the electrodes. The fse performed a wash rack with an extra activator to condition the electrodes and performed all of the required checks according to specifications. The fse performed ise checks 90 times, precision checks, and qc was passing. They also ran a test sample against another analyzer in the lab and verified similar results. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode, potassium electrode, and chloride electrode results from the cobas c 303 analytical unit for one patient. The initial sodium result was 122.4 mmol/l. The repeat result on another cobas pro analyzer was 138.9 mmol/l. The initial potassium result was 3.31 mmol/l. The repeat result on another cobas pro analyzer was 4.38 mmol/l. The initial chloride result was 119 mmol/l. The repeat result on another cobas pro analyzer was 103.1 mmol/l. The repeat results were deemed to be correct. The questionable results were repeated because they were questioned by the doctor.